Manufacturer narrative:
Corrected data: b5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was implanted removed and replaced intraoperatively with a shorter length lens. The problem was resolved. Cause of event was reported as unknown. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. - should be removed as it is n/a. Claim#: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A health care professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was implanted removed and replaced intraoperatively with a shorter length lens.the problem was resolved. Cause of event was reported as unknown.